Event description:
A patient reported experiencing inaccurate low results with a lifescan meter. The patient's blood glucose results were 100 mg/dl. Vs. 221 lab. Tests were done within 11-20 minutes with a difference of 49%. Patient did not experience any adverse events. No further information has been reported.